Event description:
It was reported that in (B)(6) 2015, surgery was performed. Few weeks after the surgery, a screw backout was confirmed. (B)(6) 2015, revision surgery was performed and 2 screw was extracted. One screw was backout completely and the other one was loose. The cage was left as it is.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: device history review identified no relevant issues in the manufacturing records. Device inspection could not be performed as no items were returned. Complaint history review indicated there have been no other similar complaints for the reported lot. Conclusion: root cause not determined. If devices and / or additional information become available, this investigation will be reopened and assessed accordingly.

Event description:
It was reported that in (B)(6) 2015, surgery was performed. Few weeks after the surgery, a screw backout was confirmed. (B)(6) 2015, revision surgery was performed and 2 screw was extracted. One screw was backout completely and the other one was loose. The cage was left as it is.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: device inspection indicated two screws were returned showing signs of use. Both screws showed scratches and discoloration all throughout likely due to in vivo damage and/or damage during explantation. Threads for screw corresponding to lot #f7u are deformed towards the tip of the screw likely due to the force used during implantation and/or during insertion of the screw upon locking. Locking ring is in place with the head of the screw that holds the locking ring in place slightly scratched/deformed. Conclusion: the established causes of the event are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.

Event description:
It was reported that in (B)(6) 2015, surgery was performed. Few weeks after the surgery, a screw backout was confirmed. (B)(6) 2015, revision surgery was performed and 2 screw was extracted. One screw was backout completely and the other one was loose. The cage was left as it is.